Event description:
Healthcare professional reported right side rupture discovered during surgery. Healthcare professional later reported "painful" and "grade 2 capsular contracture". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the device. Additional observations: stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii, pain.

Event description:
Healthcare professional reported right side rupture discovered during surgery. Healthcare professional later reported "pain" and "capsular contracture baker grade ii." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture discovered during surgery. Healthcare professional later reported "pain" and "capsular contracture baker grade ii." Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/may/2024.